Event description:
It was reported to philips that the system is shutting down on its own. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified a field service engineer (fse) visited onsite and found system shutting down on its own. After reviewing log file fse found two requested shutdowns. To resolve the issue, fse powered system on numerous times. After powered system on numerous times, the system was working as intended. The codes were updated based on the investigation outcome.